Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that pack was not working correctly as the vacuum would go above twenty or so instead of going to four hundred fifty during vitrectomy surgery. The surgery was completed by replacing with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used probe was visually inspected, and no obvious defects were found. The returned probe manifold was found to be in good condition. The manifolds and components were not returned; lab stock manifolds and components were used to test the probe manifold. The connectors were connected to the console and lab stock cassette without any interference. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. Cut rate displayed on the screen when the radio frequency identification connectors were attached to the console. The probe sample was tested using the console. During push priming of the probe, a system message code (smc) three zero five displayed on the console screen. Removed the aspiration line from the probe engine, the sample could prime and pass intraocular pressure calibration successfully. Fluid flowing from the cassette through the distal end of the aspiration line was the evident that no occlusion in the aspiration line. The surgical residue was observed from the tubing insertion to the probe engine. The sample was purged, and the aspiration line was attached to the probe engine. The sample was tested again, the sample primed and passed intraocular pressure calibration successfully. No message code appeared on the screen. The cleaning process was able to be performed after functional test was completed. The sample passed functionality the aspiration flow rate was measure after purging and met specifications. The investigation found the returned sample in poor condition. The device had to be purged first in order to evaluate. Based on the investigation result of the purged sample, the root cause of the complaint could not be established as the probe aspiration flow was measured and met specifications. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).